Manufacturer narrative:
On 5/28/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4) , and no non-conformances related to the reported complaint condition were identified. On 6/13/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The second product received is a concomitant device, no further information is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation history record review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 300cc and experienced capsular contracture baker grade iii on the left breast implant. As a result, the patient had undergone removal and replacement with unspecified breast implant on (B)(6) 2019.